Event description:
Patient to cath lab for arterio-venous fistulogram. Patient set up to have case completed in cardiac cath lab room 2. As case was about to begin, siemen's artis imaging bed did not function. No imaging was able to be produced. Procedure delayed and patient transferred to cardiac cath lab room 1 for procedure. No harm to patient. Siemens was called and reported on-site that day to perform full diagnostics on-bed. They were unable to find a problem with the bed and when they left bed was functioning properly.